Event description:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) would not transmit data. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the modem interface board and the issue was corrected. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) would not transmit data. There was no patient involvement, and no adverse event reported.